Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was not getting therapy the same as she was in the first few years. The patient was not following up with the hcp regularly. The patient requested a removal. The rep noted it was unknown if there were any environmental, external, or patient factors that led or contributed to the issue. It was noted the patient had difficulty following up with the office. The rep noted the patient had her setting adjust in the office recently, but requested the device be removed without trying other programs. It was noted the patient reused to turn off the device to get a baseline and wanted the device removed. The rep noted the issue was resolved at the time of the report. The rep stated the patient had the device was for several years, the hcp noted it worked for the first few years. The patient had programming appointment in the office and stimulation/programming adjust in the office. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.